Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) devices were returned in good visual condition. The devices were functionally tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. A valid lot/batch number was not received therefore the device history review could not be performed. The analysis results found that the (B)(4) device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any possible leak failures. During testing the device leaked without test probe inserted. We are unable to conclude what caused the reported event; however, an investigation has been initiated to determine the potential root cause of the leaking issues. We have documented the circumstances as they have been reported to us. A valid lot/batch number was not received therefore the device history review could not be performed. Device c additional information: batch # unk. Expiration date: unk. Manufacturing date: unk. Leak test failure.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars were leaking to the point that they had to hook up another insufflator to help maintain pneumo. They wanted the pressure to be about 15mm but could only get it to 10mm. This affected the visibility for the surgeon during the procedure. The case was completed with the devices. There was no patient consequence. (B) (6).